Event description:
During a rotator cuff repair procedure, the suture would not release from the inserter. The suture was cut free from the anchor and removed. The anchor remains imbedded in the patient's bone. An additional device was used to complete the procedure with no patient injury or complications.